Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
The health care provider (hcp) reported the pump was replaced in (B)(6) 2014 because it was not working. It was unknown how long the pump was allegedly not working. The symptoms were unknown. Information on the drug being delivered by the system was unknown. The cause of the pump not working and the patient's outcome was unknown. The indication for use was non-malignant pain. If additional information becomes available, the event will be updated.